Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of "does not turn on" was confirmed as a battery issue during product evaluation. The assignable cause was definitively identified as a defective main battery. The main batteries were replaced to resolve the reported problem.

Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump that does not turn on. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available at this time.